Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The sample was not returned to the manufacturer for inspection. Therefore, the investigation of the reported events are inconclusive. Based upon the available information, the definitive root cause for this malfunction is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1825, biopsy instrument allegedly experienced failure to prime and self-activation or keying. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old male was (B)(6) lbs.